Manufacturer narrative:
Coapt immediately contacted our distributor who has contacted the physician and is obtaining additional information regarding the surgical procedure. There is inadequate info to determine if pt dissatisfaction with cosmetic effect can be attributed to the device. If add'l info becomes available, a supplemental MDR will be submitted to the FDA.

Event description:
Pt of plastic surgeon contacted coapt regarding personal dissatisfaction with results of surgical implant of device. Approx one week after surgery, pt felt the lift was not what she expected and noted a protrusion under her chin. The doctor claims, the endotine ribbon broke on one side of neck, reoperated and removed most of the broken ribbon. The doctor was unwilling to remove a tiny bit under the chin due to concerns about discomfort and trauma.